Event description:
It was reported that an asymptomatic patient received a notification and presented to the clinic. Review of the merlin.net transmission revealed high impedance and noise reversion on the right ventricular lead. A lead fracture was suspected. The noise could be reproduced with pocket manipulation. The lead was capped and replaced on (B)(6) 2015. There were no complications associated with lead revision. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the lead also exhibited undersensing. The connector portion of the lead was returned.